Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during preventive maintenance, the unit was in need of repair as did not proper mesh.there was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, e1, g1, g2, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the unit was found to fail the test cut and was out of calibration. The cutter, side plate, and roller were replaced and resolved the reported issue. It was noted that the device was manufactured in 1987 and has not since been returned for annual preventative maintenance. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There is no additional information associated with this malfunction.